Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated something is broke on the seat.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the upholstery was torn at the left front seat strap showing and around the top left screw that holds the upholstery to side frame. Both seat and back upholstery were sagging. No issues seen with the front casters. However, the underlying cause could not be determined.

Event description:
The dealer stated something is broke on the seat.